Event description:
It was reported that during a da vinci s surgical procedure, a cable on the maryland bipolar instrument broke. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed. The customer reported malfunction does not itself constitute a FDA reportable event, however, during internal evaluation of the instrument engineering discovered evidence that an arcing event occurred.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of a broken cable. Performance testing was conducted and the instrument passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and electrical continuity passed. Engineering observed one yaw pulley exhibited charring and localized melting near the grip base. The damage suggests an arcing event has occurred.